Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the misplacement of the implants was due to a dynamic reference base (drb) shift. During the case, the software correctly alerted the user of a drb shift. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants in a similar fashion as seen in this procedure. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, the misplaced implants in this case were revised intra-operatively and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that all the screws dropped using the excelsius system were misplaced about 3mm.